Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a power source alert was received and the pump battery was unable to be charged using multiple power adapters. Customer's blood glucose was 266 mg/dl. Customer reverted to using manual injections for insulin therapy.